Event description:
It was reported that interrogation of the pulse generator resulted in the message please locate device. It was suspected that the device could not maintain interrogation due to the telemetry burden on the battery. The device was explanted and replaced.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high glucose results generated by the unicel dxc 800 synchron clinical systems for two patients. The elevated results were noticed by the laboratorian and the specimens were re-tested. Rerun of the original samples yielded lower results and were reported out of the lab. It is unknown if patient treatment was affected, but erroneous results were not reported out of the lab.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.